Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer displayed an error after turning on. The issue was resolved by power cycling the programmer. The programmer remains in use. There was no patient involvement.